Event description:
It was reported that during a da vinci hysterectomy surgical procedure, there was a problem with the mega suturecut needle driver instrument. When the instrument was checked, it was identified that a wire was severed. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken. The broken grip cable occurred inside the housing by the clamping pulley to create the loose tension at the grip area. Failure analysis investigation also found the instrument's grip cable to be frayed at the distal idler pulley where the loose tension area is located. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.